Manufacturer narrative:
This complaint has been submitted under (B)(4). Once investigation is completed a final/supplemental report will be submitted. Updates performed to a1 b4 b5 b7 g3 g6 h2 h10. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device is tearing tissue during surgery. There was no medical intervention, no harm, but there was a 15 minute delay. Surgeon was able to complete the procedure using skin replacement product. No additional graft was needed. The surgeon was able to reconstruct area with allograft. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the device was tearing tissue. No harm was reported as reconstruction of the area was performed with an allograft. Further there was a 15 minute delay in the procedure.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. The devices have yet to be returned to dover for evaluation and the tracking numbers provided were unable to return any results for the devices location. If the devices are received the complaint can be re-opened and a new investigation ai can be created. Additionally, the devices were last returned in 2019 and have not since been returned for annual preventative maintenance. A definitive root cause cannot be determined. The events cannot be confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.